Event description:
A customer reported that the device would not pace a patient. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer¿s biomedical technician tested the device and was unable to duplicate the reported problem. The customer reported that the device passed all operations tests. A philips field service engineer (fse) did not evaluate the device. No ECG strips or case events files were available for evaluation by a philips clinician. Philips was unable to confirm the reported problem. Because the problem could not be recreated, the cause cannot be determined. The information gathered for this report does not support a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device would not pace a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. This event will be submitted as a serious injury because the clinicians used another device to continue the therapy.